Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report #(B)(4). We received 10 easypump ii lt 270-27-s-EU/sa in original packaging. The following investigations were conducted: visual inspection: 7 of the received samples were taken to a visual inspection for damages refer to the test method for damages. Definition of the method: damages are visible changes in the original shape or surface of products and packaging caused by mechanical forces and/or manufacturing faults. Nominal: if no other tolerance data are listed in the test directions, the following applies: no damage is allowed: a) endanger the patient. B) impede the use of the part as intended (e.g. The impairment of the function of a drop sensor). C) endanger assembly or function of the component. D) impair the appearance of the component. Actual: we detected no damages or other faults at the received samples. Functional inspection: afterwards the 7 samples were taken to a functional test respectively a leak test was carried out. Therefore, the pumps were filled up to the nominal volume of 270 ml with nacl 0.9 %. After starting the pumps and open the white clamps, the pumps worked immediately (solution was running) at the samples. Leakages were not detected at the samples. Physical inspection: furthermore, the flow rate of the 7 samples in original packaging was tested. Flow rate test: nominal: 10 ml/h. Actual: original packed samples: sample 1: 17.5 ml in 1 h; 32.6 ml in 2 hrs; 204.0 ml in 18 hrs; sample 2: 20.6 ml in 1 h; 36.5 ml in 2 hrs; 205.8 ml in 18 hrs; sample 3: 18.8 ml in 1 h; 34.5 ml in 2 hrs; 206.0 ml in 18 hrs; sample 4: 16.6 ml in 1 h; 30.7 ml in 2 hrs; 199.6 ml in 18 hrs; sample 5: 16.5 ml in 1 h; 31.2 ml in 2 hrs; 201.0 ml in 18 hrs; sample 6: 17.1 ml in 1 h; 31.4 ml in 2 hrs; 202.1 ml in 18 hrs; sample 7: 17.3 ml in 1 h; 32.4 ml in 2 hrs; 203.2 ml in 18 hrs. The decisive value to evaluate the flow rate will be measured approx. At the half of the pump running time. The flow rate of the 7 pumps is within the specification. Summary and assessment: a too fast flow at the 7 samples could not be detected. Device history record (DHR): reviewed the DHR for batch 22b09ged41, there is no such defect detected at in process and at final control inspection pertaining flow rate issue. Based on the conducted investigations the tested samples are within the specification. Therefore, the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400601994. The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility bbm sales organization in france: "overinfusion". According to the customer: "passage of products in 18 or 19 hours and not 24 hours.".